Event description:
It was reported that during a da vinci assisted abdominoperineal resection surgical procedure, the monopolar curved scissors (mcs) instrument insulation was noted to have sheared off. A fragment was retrieved from abdomen and the instrument was replaced. The procedure was completed with no reported injury. On february 8 and 10, 2022, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the insulation of the shaft of the instrument had come off. The surgeon did not notice any issues with the functionality of the mcs instrument until the damage was observed. The instrument was immediately removed from the patient and replaced. A reducer was not used. The instrument did not collide with another instrument or accessory during use. There was no difficulty in removing the instrument and mcs tip cover accessory. The instrument wrist was straightened upon removal. The damage occurred after about 15 to 20 minutes of use. The procedure was completed with another mcs instrument and mcs tip cover accessory.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, is has not yet received the monopolar curved scissors (mcs) instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the mcs (part# 470179-19 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the monopolar curved scissor was last used on (B)(6) 2021 via system serial# (B)(4). There were 0 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: during a procedure, a fragment from the mcs instrument fell into the patient. The fragment was retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissor (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. Fa found the primary failure of tube extension scratch marks/abrasions to be related to the customer reported complaint. The instrument tube extension exhibits signs of scratch marks/abrasions. Tube extension scratch marks measured roughly 0.026¿ x 0.526¿. The root cause of scratch marks /abrasions instrument tube extension is typically attributed to mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during tip cover installation/removal.

Event description:
Refer to h10/h11 for follow-up information.